Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). No information on any troubleshooting attempts was provided at the time of the report. No patient was involved. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was evaluated by zoll on 06/23/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, no physical external damage found. A review of the archive data showed user advisory 41 (patient temperature sensor failure) which occurred on 05/4/2016), this differs from the reported event date, 05/24/2016. The device passed functional testing without any faults or errors. In summary, the reported complaint of the device displaying user advisory 41 was confirmed however the reported event date differs. According to the archive data review the ua 41 occurred on 05/04/2016, the reported event date was (B)(6) 2016. The temperature of the patient contact surface exceeded 45°c (recommended per IFU) and was 113°f for more than five minutes. The probable cause of the failure (temperature exceeding 45°c) could have been due to the device possibly being stored in a hot environment, or stored in hot vehicle or exposed to direct sunlight for a long period of time. Any of which would increase the internal temperature of the autopulse. Multiple tests were performed on the temperature sensor and the result showed the temperature sensor was functioning properly. The autopulse has passed final functional testing criteria and meets all required specifications.